Event description:
It was reported that patient underwent a surgical procedure to replace his artificial urinary sphincter (aus) due to erosion around the cuff. A new aus device was implanted. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available. Should further information be received, a supplemental report will be submitted.